Event description:
A pt was on a fluoro table for endoscopic retrograde cholangiopancreatography. The fluoro machine/tube warmed up as per procedure. After the pt was sedated, fluoro was pulled into place and malfunctioned. Images were unable to be seen. Biomedical services were called to repair the machine. The pt was moved to recovery and the procedure was done later that afternoon. Ge medical systems found a bad power supply, which was replaced.